Manufacturer narrative:
(B)(4). The jjsv field service engineer tested the whitestar signature pro and handpiece, no found no issues. The system passed all tests and met specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported patient had a corneal burn in the left eye that required 3 sutures at the wound to seal. Surgeon was able to successfully complete the treatment. Patient outcome was good.